Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2017. The patient¿s mother stated that the patient¿s skin became itchy and the sensor was scratched off on (B)(6) 2017 due to the irritation. The sensor left a red mark on the skin at the sensor insertion site. The affected area was treated with hydrocortisone, previously prescribed on (B)(6) 2017. At the time of contact, it was indicated that the patient was stable. No additional event or patient information is available.